Manufacturer narrative:
The impella 5.5 pump was not returned for investigation. Data logs were reviewed and suction alarms and few placement signal low alarms observed. Both the alarms were found to be not relative to the intermittent optical 5s parameter failure. The optical 5s parameters were mostly stable during the case. Snr and contrast were observed to be decreasing intermittently at higher p-level in between during support and resolved soon without any troubleshooting and after p-level was dropped. No definitive failure pattern observed. Several impella position unknown alarms were found after p-level drop. No motor current spike was seen. Low flows were observed at higher p-level during the case. The cause of the low pump flow issue was not determined since product was not returned and due to inconclusive evidence based on log review. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had a 5.5 pump support that was ongoing for a nstemi patient. On day 4 of the support the team observed optical signal loss. The pump remained on for 2 more days til wean and explant. Upon review of the data logs in the pump analysis persistent low flows were observed. No patient harm was reported.

Manufacturer narrative:
E4 should have been left blank on manufacturer device report 1220648-2024-14908.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were reviewed and few placement signal low alarms observed. Both the alarms were found to be not relative to the intermittent optical 5s parameter failure. The root cause of the optical signal issue was not determined since product was not returned and due to inconclusive evidence based on log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-14908.